Event description:
After inserting the sheath and the guidewire into the patient the guidewire was removed, and the non-(B)(4) needle was advanced. The needle became difficult to move in the sheath and when they withdrew the system, they found the needle had pierced the dilator. A new needle and dilator were used but the issue occurred a second time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).